Event description:
Plugged device in the piu and the ultrasound machine, would not produce an image. Manufacturer response for ultrasound, (brand not provided) (per site reporter). Send back to evaluate.